Manufacturer narrative:
Terumo did not receive the actual device for eval. A review of the pack and tubing specifications, 1/4" ID end is cut in the transition section, which is not controlled. The customer has agreed to change their specifications removing transition tubing and changing to 1/4" and 3/8" tubing connected using a 1/4x3/8 connector. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during set-up the quarter inch section of the taper tubing is too wide, it's too big for the inlet of the oxygenator. The product was changed out, there was no blood loss and surgery was completed successfully.